Event description:
It was reported that the recipient was experiencing no sound. A device failure was confirmed. Revision surgery is under consideration.

Manufacturer narrative:
The company was informed that the head trauma is not associated with the failure of the device.

Manufacturer narrative:
The external visual inspection revealed dents in the bottom cover and the electrode was sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed dents in the bottom cover and the electrode was sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The recipient reportedly underwent revision surgery.

Manufacturer narrative:
The external visual inspection revealed dents in the bottom cover and the electrode was sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed silver migration between and across several electrical components. The device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant date, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.